Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken ail sensor housing due to air in line error. Replaced rear case (third party), and broken bezel assy upper clip. Replaced damaged door keypad, and corroded right, left iui. A review of the device history record showed the device had a manufacture date of 06/19/2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to cracked housing of the moog ail kit. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2014-0284 for ail. Ca-2018-0161 for iui damages.

Event description:
It was reported "air in line". There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported "air in line". There was no patient involvement.

Manufacturer narrative:
Correction: the file has been reassessed and determined to be not reportable. Please disregard the previous report.

Event description:
It was reported "air in line". There was no patient involvement.